Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. Customer continued to use pump for insulin therapy.